Event description:
It was reported that about a month after the ins was put in her implantable neurostimulator (ins) dropped down. It was noted that the patient was ¿now very disfigured, one boob looks 2 inches shorter than the other.¿ it was noted that the patient had seen a doctor about it and the doctor said the ins was ok.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 7482a51, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 7436, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3389s-40 lot# v096181, implanted: 2008 (B)(6); product type lead product ID 3389s-40 lot# v104837, implanted: 2008 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported that the patient was reaching high above her head when she felt the implantable neurostimulator (ins) fall down behind her breast implant. It was noted that during her ins replacement surgery, that implant was ruptured. It was noted that the patient was seen in consult by their plastic surgery department. It was noted that it was recommended at that visit to replace the ruptured implant. It was noted that at the time of report it was unknown if the patient would have her implant replacement with the clinics plastic surgeon or with her original surgeon.